Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The malfunction of the subject devices concerning this case has not been reported. Also, since the serial numbers of these devices are unknown, omsc could not confirm the manufacturing history. The exact cause of the reported event could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿safe and effective method and perspective for using dual red imaging (dri) during an endoscopic submucosal dissection (esd)¿ that was made in public in the 95th congress of the japan gastroenterological endoscopy society. The literature reported that the result of 36 cases of esd procedure using the dri. It was reported that perforations were occurred in five cases and in all cases tissue perforated due to fiberization. Two of five cases could not be completed the intended procedure but three of five cases was completed intended procedures. The literature concluded that the perforation ratio of the submucosal dissection was high in cases with fiberization and the dissection in fiberization cases were danger. Omsc reviewed the delivery history of the endoscopes and the history revealed that olympus gastroscopes (model name: gif-y0043, gif-y0051 and gif-y0058) with dri function had been delivered the user facility. Since there was no information on the model of the gastroscope that was used in the five cases, omsc is submitting mdrs according to the number of reported perforation cases. This is four of five reports.